Manufacturer narrative:
(B)(4). The customer advised physio-control that they have performed an initial evaluation of the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the defibrillation hard paddles assembly is no longer being recognized by their device.  The customer did not have any additional cables or paddles to test.  Without a recognized connection to the defibrillation hard paddles assembly, the device would not be able to be used to provide defibrillation therapy, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The customer followed up and clarified that the device was being used in AED mode, which did not allow recognition of the defibrillation hard paddles assembly.  This is normal device operation. Proper device operation was observed through functional and performance testing.  The device has since been returned to service for use.  There was no device failure.